Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was intermittently delayed in responding to presses. Customer was unable to access pump features. The customer's blood glucose level was 160 mg/dl at the time of the report. The customer confirmed that an alternate method of insulin delivery was available.